Event description:
A customer contacted beckman coulter regarding a false low platelet (plt) result of 54x10^3cells/ul generated by the unicel dxh 800 coulter cellular analysis system. The lab performed a manual plt count and reported a plt result of 133,000 with giant plts and plt clumps seen on the manual smear. The erroneous result was not reported out of the lab. Based on available information the patient treatment was not affected.

Manufacturer narrative:
Qc is run once per day. Qc was run before the event and results were within acceptable ranges. Per bci algorithm group, the instrument algorithm performed as designed. The fse found no hardware malfunction with the dxh 800 instrument. Per bci labeling, giant plts and plt clumps maybe a known interfering substance/limitation. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.